Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint - litigation papers allege pain and problems. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Update 10/03/16 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported synovitis. Added stem/sleeve due to alleged elevated metal ion levels. The complaint was updated on:10/25/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.